Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2024 for a duration of 4 days for dizziness, photophobia, and double vision. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 24, 2024.